Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display, battery out limit and displayable history crc check failed at startup from the insulin pump. The customer's blood glucose level was 170 mg/dl. The customer stated that the pump alarmed battery out limit. The customer changed the battery and the pump was blank again. The customer received displayable history crc check failed at startup in the alarm history. The customer stated that a temporary basal was not programmed before the displayable history crc check failed at startup alarm.